Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Pictures and a sample were received for evaluation. Visual and functional testing were performed. In the pictures it was observed that a unit from a part number was label incorrectly. Visual inspection of the returned sample observed the incorrect size of the product inside the packaging. A audit of the production floor was conducted by the quality engineer. Line clearance records were reviewed; no discrepancies were found. Packaging unit carton without divider operation was reviewed; production personnel are following the procedure, no discrepancies were found. Packaging unit carton without divider operation was audited during thirty two (32) units; no discrepancies or mixed materials were detected during the thirty two (32) units. Production personnel perform a 100% visual inspection in order to verify that the printed tube size and hand matches with the corresponding product label. The most probable root causes is the line clearance procedure was not properly followed. Several actions were put in place to reinforce the packaging inspection. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that immediately after opening the package of a product the incorrect size of the product was in the package. No patient injury was reported.